Event description:
It was reported that the level 1 hotline low flow system (hl-90) leaked at the drain elbow. The product problem was discovered during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One hotline low flow system was returned for analysis. Upon visual inspection the enclosure and tank cover were found cracked. The pcb and power switch were outdated along with wear to the front cover and line cord. The tank was then filled with water, temp check was attached, line cord was plugged in, and the power switch was turned on; confirmed the complaint of leaking. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as there was a crack at the drain elbow.